Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of post-paced t-wave oversensing after atrial cap confirm backup pulses and fusion that cause a later rv depolarization were noted. Programming changes were recommended, but not made yet.